Event description:
The customer reported that following a stent procedure in 2003, a vasoseal elite was deployed. Following the deployment, manual compression was applied for thirty seconds and hemostasis was achieved. The groin site looked good and the patient was taken to the recovery area next to the cath lab. When the patient arrived at the recovery area, pulses were not palpable or present by doppler. The patient denied having any pain, but stated that their leg was starting to tingle. The patient was sent to another floor for recovery and an ultrasound was performed. The ultrasound showed biphasic as opposed to triphasic flow, but no obstruction. Pulses returned that evening and the patient was discharged the following morning. The patient returned for exploratory surgery of the right groin 7 days later. The pathology report showed a cylindrical foreign body with red surface was removed along with pieces of graft, red blood cells, inflammatory cells, and thrombus. The patient did well after surgery, but remained in the hospital due to blood clot in their hand. No further complications were reported.